Manufacturer narrative:
(B)(4). Batch # r5c37n. Device evaluation summary: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic low anterior colon resection, using ecs29a it appeared that the staple line was not fully stapled. After they fired the device part of the staple line was not fully stapled. Case completed by suturing, and over sewing the staple. There were no patient consequences reported.